Event description:
Dermatome blade placed on zimmer dermatome for use in removing split thickness skin graft from patient's left lateral lower leg (to be used for grafting bun wound on left upper extremity). Scrub nurse unknowingly placed the blade in the device upside down. The incorrect placement of the blade allowed for too great of a depth for removing the stsg from the leg. The device was given to the surgical resident who did not notice that the blade was not seated correctly in the dermatome device. Resident took approximately 4" of full thickness skin from the donor area before he realized the depth was not correct. It was decided that the ftsg would be returned to it's original position on the lower leg, a new donor site was chosen for the stsg, the device was taken apart and blade position corrected, the stsg was successfully removed from the medial lower leg and used on the left arm wound. The lettering on the dermatome that says " insert with this side up" is the same color as the dermatome and thus difficult for user to read.